Manufacturer narrative:
No patient involved. No devices were returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used during a sacroiliac and thoracolumbar procedure. It was reported that the teeth on their perc pin reference frame seem worn from use and don't sit as securely in the grooves as they like. There was a delay of less than 1 hour. No patient impact was correlated with this event.